Event description:
It was reported that the dexcom g7 sensor lost connection to the ilet pump after the patient took a shower resulting in signal loss due to distance between the cgm and pump, after which the user reconnected the system and observed the pump and sensor attempting to re-establish pairing. Symptoms included no reported adverse clinical effects. Outcomes included temporary dosing interruption warnings and cgm not paired status, with user education provided to wait for reconnection. Investigation included troubleshooting over the phone focused on cgm-to-pump communication and device pairing steps. Investigation of this case revealed a transient cgm-to-pump communication loss consistent with signal interruption during or after water exposure, with the system reconnecting after standard wait time and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to temporary communication loss.